Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker sound could not be heard during normal operation. The device was in clinical use when the issue was discovered. There was no patient injury or harm.